Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the main backplane printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the screen on a 980 ventilator was flickering. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Device evaluation summary: the motherboard was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.